Event description:
It was reported that the physician requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) to the ventricular fibrillation (vf) zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered two 41 joule shocks. The second shock successfully converted the rhythm. Additionally, it was noted there was some undersensing of vf. Technical services recommended device optimization. At this time, the ICD remains in service. No additional adverse patient effects were reported.